Event description:
It was reported that: "hole in inner package used another stem no effect on pt national loaner piece."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.